Event description:
Related manufacturer report number: 1627487-2022-06218. It was reported that the patient was experiencing high impedances and discomfort at the ipg site after a series of bad falls. During the procedure it was also discovered the patient's lead was fractured. Surgical intervention was taken and the ipg and lead was replaced.

Manufacturer narrative:
Event date: event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.